Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient had an infection at the midline incision. Symptom was pus at the midline incision. The patient was prescribed with antibiotics. The physician believed that the infection was procedure related. The patient was doing well and the infection was resolved.